Event description:
It was reported that the acuity system would not reconnect with micropaqs once the patients had returned form a procedure.

Event description:
It was reported that the acuity system would not reconnect with micropaqs once the patients had returned form a procedure.

Event description:
It was reported that the acuity system would not reconnect with micropaqs once the patients had returned form a procedure.

Event description:
It was reported that the acuity system would not reconnect with micropaqs once patients had returned from a procedure.

Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sunblade 1500 central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. There was reportedly at least one patient connected to the system at the time of the time of the episode. This customer experienced multiple instances where patients who had gone out of their rooms for various reasons with portable micropaq patient monitors could not reconnect to acuity when they returned. The patients could not be monitored centrally while they were not connected. Despite the loss of centralized monitoring for these patients, bedside monitoring continued normally via the individual micropaq monitors on each patient. There were no patients harmed in any way by the event. By event here and in the codes of form 3500, we mean the loss of centralized monitoring on some of the patients on the system. The customer contacted welch allyn technical support who confirmed the failure to reconnect. Tech support assisted the customer in restoring normal operation. This customer has a high availability (ha) pair, which is a pair of cpus running in parallel to reduce the possibility of the loss of centralized monitoring. If one system goes down, the second system is there to take up the centralized monitoring load. The designation for the primary system in this case was cs2 while the designation for the backup was cs2-ha. The failures to reconnect occurred due to duplicate sessions in the patient list. The acuity application opens a session for each patient monitor connected to the system. Cs2 had the old session still active while cs2-ha had the newest session active. The session name conflict prevented the micropaqs from reconnecting. Acuity tech support assisted the customer in deleting the duplicate session which restored normal operation. When duplicate sessions occurred again at least 3 times over the following two days for different patients, acuity tech support assisted the customer in rebooting cs2 to re-synchronize the patient list with cs2-ha. There have been no further reports of this issue affecting this customer since then.